Event description:
Primary stability achieved. Patient smokes. Complication in site preparation. In addition to the expected buccal bone defect a non-regenerated palatal defect existed. Possible residual infection of sealer or root sheath of the previously removed tooth. 2 months after inserting the crown the patient appeared with strange feeling. Fixture was not fixed and could be manually levered out with transfer pole. Inadequate bone quality/quantity, possible infection.